Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump's display screen was scratched. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Correction to device serial# sn (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.